Event description:
It was reported that the patient had presented to the clinic for an ablation procedure. Upon device interrogation, it was noted that the pacemaker had been in backup vvi mode. The pacemaker was restored to normal. The patient was in stable condition.